Event description:
Symptoms of pseudo gout after first injection with synvisc one/the aspirate was positive for calcium phosphate deposit [pseudogout] ([injection site joint swelling], [injection site joint warmth], [arthrocentesis], [synovial fluid culture negative], [synovial fluid analysis abnormal], [calcium deposits], [arthralgia]) case narrative: initial information received on 10-jan-2025 along with live follow-up dated 13-jan-2025, both processed together with date 10-jan-2025 regarding an unsolicited valid serious case received from a pharmacist. This case is linked with case ID (B)(4) (duplicate; retained case). This case involves a 6-year-old male patient who had symptoms of pseudo gout after first injection with hylan g-f 20, sodium hyaluronate [synvisc one]/the aspirate was positive for calcium phosphate deposit. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. Concomitant medication included hyaluronic acid [gel one] syringe. On an unknown date, the patient received hylan g-f 20, sodium hyaluronate injection (strength: 48mg/6ml) once via route intra-articular for arthritis (dose unknown). Reportedly, the patient had symptoms of pseudo gout (chondrocalcinosis) (onset date: unknown, latency: 6 months) after first injection with synvisc one. The knee aspiration (aspiration joint) (onset date: unknown, latency: 6 months) was done during the visit for the second injection of synvisc one. The aspirate was negative for culture/growth (culture negative) (onset date: unknown, latency: 6 months) but positive for calcium phosphate deposit (synovial fluid analysis abnormal) (calcinosis) (onset date: unknown, latency: 6 months). The patient had arthralgia (onset date: unknown, latency: 6 months), swelling/swelling of knees and feeling of warmth/warmth of the knee joint (injection site joint swelling) (injection site joint warmth) (onset date: unknown, latency: 6 months) (unknown batch number and expiry date for all events). There would be no information available on batch number and expiration date corresponding to the one at time of event occurrence. Relevant laboratory test results included: aspiration joint - on an unknown date: [the aspirate was negative for culture/growth but positive for calcium phosphate deposit] culture - on an unknown date: negative [the aspirate was negative for culture/growth] synovial fluid analysis - on an unknown date: [positive for calcium phosphate deposit] action taken: not applicable for the event. Corrective treatment: knee aspiration done for the event. At time of reporting, the outcome was unknown for the event. Seriousness criteria: medically significant and intervention required. Based on the internal review on 16-jun-2025 the case (B)(4) (to be deleted) was identified to be duplicate of (B)(4). Hence, all the information from the case (B)(4) (to be deleted) has been added in case ID (B)(4). The case (B)(4) was prepared for deletion.

Manufacturer narrative:
Sanofi company comment dated 21-jan-2025: this case involves a 6-year-old male patient who had symptoms of pseudo gout/chondrocalcinosis 6 months after first injection with hylan g-f 20, sodium hyaluronate [synvisc one]. Based on the available information, the causal role of the company suspect could not be denied for the occurrence of adverse event. The case will be re-evaluated post further update on patient¿s past drug and medical history, family history, and concurrent conditions, injection technique, post injection routine, would aid in better assessment of the case. The case will be reassessed based on follow-up information that will be received.

Event description:
Symptoms of pseudo gout after first injection with synvisc one/the aspirate was positive for calcium phosphate deposit [pseudogout] ([injection site joint swelling], [injection site joint warmth], [arthrocentesis], [synovial fluid culture negative], [synovial fluid analysis abnormal], [calcium deposits], [arthralgia]). Case narrative: initial information received on 10-jan-2025 along with live follow-up dated 13-jan-2025, both processed together with date 10-jan-2025 regarding an unsolicited valid serious case received from a pharmacist. This case is linked with case ID (B)(6) (multiple device suspects used in same patient). This case involves a 6 years old male patient who had symptoms of pseudo gout after first injection with hylan g-f 20, sodium hyaluronate [synvisc one]/the aspirate was positive for calcium phosphate deposit. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. Concomitant medication included hyaluronic acid [gel one] syringe. On an unknown date, the patient received hylan g-f 20, sodium hyaluronate injection (strength: 48mg/6ml) once via route intra-articular for arthritis (dose unknown). Reportedly, the patient had symptoms of pseudo gout (chondrocalcinosis) (onset date: unknown, latency: 6 months) after first injection with synvisc one. The knee aspiration (aspiration joint) (onset date: unknown, latency: 6 months) was done during the visit for the second injection of synvisc one. The aspirate was negative for culture/growth (culture negative) (onset date: unknown, latency: 6 months) but positive for calcium phosphate deposit (synovial fluid analysis abnormal) (calcinosis) (onset date: unknown, latency: 6 months). The patient had arthralgia (onset date: unknown, latency: 6 months), swelling/swelling of knees and feeling of warmth/warmth of the knee joint (injection site joint swelling) (injection site joint warmth) (onset date: unknown, latency: 6 months) (unknown batch number and expiry date for all events). There would be no information available on batch number and expiration date corresponding to the one at time of event occurrence. Relevant laboratory test results included: aspiration joint - on an unknown date: [the aspirate was negative for culture/growth but positive for calcium phosphate deposit]. Culture - on an unknown date: negative [the aspirate was negative for culture/growth] synovial fluid analysis - on an unknown date: [positive for calcium phosphate deposit]. Action taken: not applicable for the event. Corrective treatment: knee aspiration done for the event. At time of reporting, the outcome was unknown for the event. Seriousness criteria: medically significant and intervention required.

Manufacturer narrative:
Sanofi company comment dated 21-jan-2025: this case involves a 6 years old male patient who had symptoms of pseudo gout/chondrocalcinosis 6 months after first injection with hylan g-f 20, sodium hyaluronate [synvisc one]. Based on the available information, the causal role of the company suspect could not be denied for the occurrence of adverse event. The case will be re-evaluated post further update on patient¿s past drug and medical history, family history, and concurrent conditions, injection technique, post injection routine, would aid in better assessment of the case. The case will be reassessed based on follow-up information that will be received.